Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope exhibited blurry image, reduced angle, worn suction cylinder, wrinkled insertion part, and problem with the air/water feeding due to insufficient or incorrect reprocessing. The event occurred during preparation for use, prior to regular maintenance. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insufficient angle due to angle wires were stretched, angle play due to lose control knob, worn suction cylinder, insertion section part wrinkled, unsmooth feed at air/water channel, blurry image, leaking at forceps channel, no image due to damaged charged coupled device, light guide tube deformed, channel port worn, control section corroded, protector scratched, plug unit corroded due to water leakage and leak check label discolored, and e315 error occurred but image restored to normal after replacing the electrical connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. It is unknown whether there was any physical damage to the part where the foreign matter remained. Olympus will continue to monitor field performance for this device.